Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised the patient's mother to reset the device on (B)(4) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.